Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected in jw1 with juvéderm® volux¿ and in unspecified sites with juvéderm® volift® with lidocaine and juvéderm® voluma¿ with lidocaine. A little over two weeks later, patient got the (non-device related) "flu." The next day, patient "experienced swelling and hardness on injected area." Treatment included hyaluronidase with arcoxia, clindamycin and prednisone. Symptoms ongoing/unresolved. Additionally, hcp reported patient was injected with 3 ml (1.5ml per side) in jw1 with juvéderm® volux¿. Approximately two weeks later, patient "had colds yellowish discharge" and was "given augmentin 625mg." Three days later, patient "complained of pain and swelling" then the following day was "injected with hyalase with qanolone and shifted antibiotic to klarocid, prednisone, and clindamycin. Over the next week patient received hyalase as treatment five times. A little over a week after final dose of hyalase, patient "again complaining of swelling on right side, pain to touch, but not as swollen as before". Symptoms ongoing/unresolved. This is the same event and the same patient reported under emdr-33619 . This emdr is being submitted for the serious injury. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-33593), (B)(6) (emdr-33615). This emdr is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine.